Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a ruptured reservoir. Microscopic inspection was performed, and markings on the interior surface of the reservoir were observed near the rupture line. The reported condition was confirmed. The cause of the rupture could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a two day infusor ruptured. This occurred during filling of the device with fluorouracil using a syringe. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufactured between october 22, 2012 - october 23, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.